Event description:
It has been reported to philips that the display is no longer working. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the display was not working. During troubleshooting, the fse identified that the cable of video monitor was loosen. The fse tested cable for resistance and tightened cable connection. The fse replaced the single link dvi transmitter and wireless mouse sp. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.